Manufacturer narrative:
The technician found the hex rod was slightly bent, which did not allow the brake to fully engage. The technician replaced the hex rod to repair the stretcher.

Event description:
Info received indicates the casters do not hold when the brake is engaged.